Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cable with exposed wire and burn mark. A field service engineer (fse) identified a 7-drawer pyxis bus cable with thermal damage due to an exposed wire, replaced the cable, performed hardware test application to verify proper drawer operation, tightened loose front panels, re-seated all cubie pockets, recovered misplaced medications, and completed a full inspection of cubie trays and components with normal operation confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary during a proactive check, exposed wiring and thermal damage were observed on an internal part of the device (pyxibus cable). However, there were no delays or adverse events or injuries reported based on this event.